Event description:
It was reported that error messages were bypassed during use with the bd facsvia¿ flow cytometer. The following information was provided by the initial reporter: 1. Are you running patient samples for diagnostic test ? Yes. 2. Was there an error message ? Yes. 3. Did the customer bypass the error message ? Yes. 4. Is this presto ? No. 656874 - bd facsvia flow cytometer - the cytometer stopped because blue laser error occurred.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00232 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that error messages were bypassed during use with the bd facsvia¿ flow cytometer. The following information was provided by the initial reporter: 1 ¿ are you running patient samples for diagnostic test ? Yes 2 ¿ was there an error message ? Yes 3- did the customer bypass the error message ? Yes 4 ¿ is this presto ? No 656874 - bd facsvia flow cytometer - the cytometer stopped because blue laser error occurred.